Event description:
This catheter was being utilized for a diagnostic cardiology procedure when, during an attempt to insert a guidewire to extend the leading curve, the catheter kinked at the curve. There was no reported injury to the pt.